Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 67 mg/dl. The customer was treated with food. The customer stated the drive support cap is flush. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 67 mg/dl. The customer stated the drive support cap is flush. The customer dropped the pump when he was changing reservoir. Customer doesn't recall pressing the cap while connected. The customer was advised to follow their medically prescribed backup plan. Customer was advised that the device would be replaced.